Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device stuck on tissue? If yes: how was the device removed from the tissue? Did the device open?

Event description:
It was reported that during an unknown procedure: ¿item did not fire but got stuck and was not able to recover; stayed stuck, a new one was opened, and the case proceeded. No patient was affected.¿ the device is available for return.

Manufacturer narrative:
(B)(4).batch # t92n23. Device analysis: the analysis results found that the instrument er320 was received with the trigger closed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was confirmed to be bent. In addition, 20 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch t92n23 number, and no non-conformance's were identified.